Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in australia. E1: telephone- (B)(6). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery the cutting board is jammed, unable to open top, can only pull open one screw and ratchet handle was not able to perform up and down motion. No information provided on patient impact. Diligence is complete as no additional information was noted.